Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, partial catheter rupture. Patient experienced a burning pain and PICC replantation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned catheter found that a longitudinally aligned tear was present between the 5 cm and 6 cm depth markers. Surrounding the tear site was deformation of the catheter tubing, giving the tubing an oblong shape. The tear was aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress forming along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.